Event description:
The device was used during a procedure on the stomach. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/7/1998- supplemental report #1 sent to FDA. Device not available for evaluation.